Manufacturer narrative:
Evaluation summary: the product sample was not returned to the medtronic laboratory, however, a study graph was provided and investigated. The investigation concluded that there was a failure in the ph sensor of the bravo capsule resulting in a false high reading of ph. The investigation identified the root cause of the reported event to be ph sensor of capsule due to the reference gel drying out in the soaker bulb. This issue has been addressed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a study with lots of blue lines in it which were not able to be erased. Technical support walked the customer through the steps to de-identify the study and sent in for review. Upon receipt of the study, it showed high ph values throughout. There was no patient and user harm and a repeat procedure will need to be completed with anesthesia.

Manufacturer narrative:
Corrected information:if information is provided in the future, a supplemental report will be issued.